Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned. Cat# is assumed from description provided in medwatch report rec'd.